Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that while attempting to program the pump it alarmed for a downstream occlusion. Despite there being no occlusion and the clamps being closed, the alarm persisted even after the cassette was removed and replaced. A hard reset was performed by removing and replacing the batteries after a 10-second pause, but the alarm continued upon startup. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Device was not returned for analysis. No event history log provided. Product not returned. No evidence provided for review. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.